Manufacturer narrative:
Continued h6: f2303, f2305. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture (baker grade unknown).

Event description:
Healthcare professional reported left side "redness", "capsular contracture" baker grade unknown, the "skin color turned to brown", "sbi was found with folding by MRI", and "intracapsular hematoma". Postoperative radiation chemotherapy was provided to patient due to local recurrence. The device has been explanted.